Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump alarmed failed battery test. The buttons were not responsive. The screen did not have the clock at the top but the screen was not completely blank. The customer stated that the insulin pump started to stop working and makes weird noises. Customer's blood glucose level was 351 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, unexpected restart alarm and displacement test or verify failed battery test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.